Manufacturer narrative:
The lead remains implanted and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed low impedance measurements of 170 ohms and oversening that resulted in pacing inhibition. The patient was noted having syncopal events and that greater than 2 seconds pauses were likely the cause. There were no additional adverse patient effects reported. The lead was capped and replaced on the right side of the patient.